Event description:
It was reported that the lead exhibited loss of capture at 7.5 v and p-waves could not be measured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.